Event description:
It was reported by a peritoneal dialysis nurse user of the (B)(4) peritoneal dialysis (pd) liberty cycler that dialysis solution is leaking out of the cassette and into the cycler during patient treatment.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the (B)(4) device. The actual device was returned for evaluation and determined to be functioning according to product specifications. A visual inspection was performed and dried fluid was noted in the cassette compartment. There was no dried fluid in the pneumatic and vacuum lines. A simulated treatment was completed without any alarms or noted fluid leaks. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.